Event description:
It was reported that loss of capture was observed on the left ventricular (lv) lead. Threshold rise had been noted right after implant. Reprogramming the lv channel output to a higher setting was attempted with no success as the pacing threshold was too high. The lead remains implanted but is not functional. The patient had another lv connected with a y-adaptor and this lead was used for pacing. The patient is enrolled in the(B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).